Event description:
At the end of the surgical case it was noted that the tip of one of the scissors used was missing. This was not a countable item and it is unknown when the scissor broke. The dr. Was notified. Two x-rays were taken. The scissor tip was not seen in the x-ray. Patient was taken to the post-anesthesia care unit.